Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve with radiopaque markers was chosen for implant using a large flexnav delivery system. The patient a history of 1st degree heart block. The final implant depth was 3/3mm. After the implant, the patient had a temporary pacer all night. On (B)(6) 2025, the patient received a permanent pacemaker. The patient was reported to be stable.

Manufacturer narrative:
It was reported that the patient with a history of 1st degree heart block received navitor valve. The patient received a permanent pacemaker following day of implant procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The unexpected medical intervention and surgical intervention was result of pacemaker implants. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve with radiopaque markers was chosen for implant using a large flexnav delivery system. It was reported that the patient required a permanent pacemaker implantation. The patient was reported to be stable.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve with radiopaque markers was chosen for implant using a large flexnav delivery system. The patient a history of 1st degree heart block. The final implant depth was 3/3mm. After the implant, the patient had a temporary pacer all night. On (B)(6) 2025, the patient received a permanent pacemaker. The patient was reported to be stable.

Manufacturer narrative:
It was reported that the patient with a history of 1st degree heart block received navitor valve. The patient received a permanent pacemaker following day of implant procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The unexpected medical intervention and surgical intervention was result of pacemaker implants. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.